Manufacturer narrative:
Unit passed displacement test, self-test, off no power test, unexpected restart error test. Unit alarmed motor error during basic occlusion test due to loose/protruded drive support. Was unable to verify compromised force sensor alarms due to motor error alarms. Unable to perform occlusion test, prime/delivery test and excessive no delivery test due to motor error alarm. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump w not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was 140 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.